Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote fc balloon catheter with no other devices. There was contrast and blood in the inflation lumen and blood in the wire lumen. The distal tip was damaged. Magnified inspection of the balloon did not reveal any damage or irregularities. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, dilatation was performed using a 1.2mmx15mmx141cm emerge balloon catheter. During the first inflation at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged to 2mm-40mm non-bsc balloon catheter and dilatation was performed. Additional dilatation was performed using a 2.5mmx150mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guide wire crossed the lesion, dilatation was performed using a 1.2mmx15mmx141cm emerge¿ balloon catheter. During the first inflation at 3 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged to 2mm-40mm non-bsc balloon catheter and dilatation was performed. Additional dilatation was performed using a 2.5mmx150mm coyote balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).